Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was damaged. The customer received change sensor and lost sensor alarms. The customer did not see the cannula on the sensor. The sensor cannula was missing when they removed the sensor from the skin. There was blood at the site as well. Customer's blood glucose level was 255 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.